Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
According to the literature article, "early and mid-term outcomes of prosthetic valve endocarditis" (literature ID: (B)(4)), a (B)(6)-year-old underwent aortic valve replacement procedure where an sjm trifecta valve was implanted. Two months postoperatively, a re-do aortic valve replacement was performed due to prosthetic valve endocarditis with causal bacteria of methicillin-sensitive staphylococcus aureus (mssa).